Event description:
This spontaneous case was reported by an other health professional and describes the occurrence of device dislocation ("the right device was moving to the abdominal cavity") and device breakage ("she still have a piece of the device inside") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2014, the patient experienced menopause ("pre-menopause"), abdominal pain ("abdominal pains"), vertigo ("vertigo") and sciatica ("sciatica"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant). The patient was treated with surgery. At the time of the report, the device dislocation, menopause, abdominal pain, vertigo and sciatica outcome was unknown and the device breakage had not resolved. The reporter considered abdominal pain, device breakage, device dislocation, menopause, sciatica and vertigo to be related to essure. The reporter commented: after ten days of insertion, she had to go emergency services: the right device was moving to the abdominal cavity. A surgery was needed to remove it (without removing anything because the implantation was recent), the left device was fine. The physician decided to perform a tubal ligation in situ; tubal ligation + essure. The patient had two options, laparoscopy and hysteroscopy. But she could no longer bear and it was removed in (B)(6) (year was not specified) in four parts but one piece was left. She will have another surgery and requested sedation but this means a waiting list which, can last until 6 months because it is not an urgency. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 07-may-2018 for the following meddra preferred terms: device dislocation ¿ analysis in the global safety database revealed 3.447 cases. Device breakage ¿ analysis in the global safety database revealed 2.437 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of device dislocation ("the right device was moving to the abdominal cavity") and device breakage ("she still has a piece of the device inside") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2014, the patient experienced menopause ("pre-menopause"), abdominal pain ("abdominal pains"), vertigo ("vertigo") and sciatica ("sciatica"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("she still has a piece of the device inside"). The patient was treated with surgery. At the time of the report, the device dislocation, menopause, abdominal pain, vertigo and sciatica outcome was unknown and the device breakage and complication of device removal had not resolved. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered abdominal pain, device breakage, device dislocation, menopause, sciatica and vertigo to be related to essure. The reporter commented: after ten days of insertion, she had to go emergency services: the right device was moving to the abdominal cavity. A surgery was needed to remove it (without removing anything because the implantation was recent), the left device was fine. The physician decided to perform a tubal ligation in situ; tubal ligation + essure. The patient had two options, laparoscopy and hysteroscopy. But she could no longer bear and it was removed in (B)(6) (year was not specified) in four parts but one piece was left. She will have another surgery and requested sedation but this means a waiting list which, can last until 6 months because it is not an urgency. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6)2018 for the following meddra pts (excluding this case): device dislocation: 3596 cases were identified. Device breakage: 2665 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of device dislocation ("the right device was moving to the abdominal cavity") and device breakage ("she still has a piece of the device inside") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2014, the patient experienced menopause ("pre-menopause"), abdominal pain ("abdominal pains"), vertigo ("vertigo") and sciatica ("sciatica"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("she still has a piece of the device inside"). The patient was treated with surgery. At the time of the report, the device dislocation, menopause, abdominal pain, vertigo and sciatica outcome was unknown and the device breakage and complication of device removal had not resolved. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered abdominal pain, device breakage, device dislocation, menopause, sciatica and vertigo to be related to essure. The reporter commented: after ten days of insertion, she had to go emergency services: the right device was moving to the abdominal cavity. A surgery was needed to remove it (without removing anything because the implantation was recent), the left device was fine. The physician decided to perform a tubal ligation in situ; tubal ligation + essure. The patient had two options, laparoscopy and hysteroscopy. But she could no longer bear and it was removed in 31-jan (year was not specified) in four parts but one piece was left. She will have another surgery and requested sedation but this means a waiting list which, can last until 6 months because it is not an urgency. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2019 for the following meddra pts (excluding this case): device dislocation: 4073 cases were identified. Device breakage: 3177 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc no lot number or device sample was received in this case. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.